Event description:
Customer reported when the sensor pad is connected to the alarm, the sensor pad does not have a tight fit. Discovered during set up and no patient contact or injury reported. Customer did not know the date when found.

Manufacturer narrative:
Conclusions: evaluation of the returned alarm did not confirm the reported issue; the sensor receptacle is working properly. However, the nurse call receptacle's housing is damaged, and the internal mechanism inside the nurse call receptacle is no longer intact. The nurse call cable does not have a secure fit when the nurse call cable is inserted into the nurse call receptacle. The unit does not send a signal to activate the nurse call light when weight is removed from the sensor power. When the nurse call cable is wiggled, the nurse call light goes on and off. The unit passed all other functional testing. (B)(4).